Event description:
It was reported to philips by a customer that the unit does not go into standby mode and is seeking option codes for the unit. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed stated the unit did not go into standby mode. The biomed was seeking option codes for the unit. Biomed replaced the cpu during this repair and needed to enable the software options. The fse provided the codes for avaps, cflex, ramp, and hft to the customer. It is unknown if any parts or repairs have been conducted about the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
Upon further investigation, the following has been reported that this issue was discovered during the testing of the unit. Therefore, this complaint no longer meets reportability requirements. The biomed replaced the cpu to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.